Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. During processing of this complaint, attempts were made to obtain complete patient information.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2024-00374. Related manufacturer reference number: 3006705815-2024-00377. It was reported that the patient had burning at the ipg site and leads. Surgical intervention may be undertaken at a later date to address the issue.

Event description:
Related manufacturer reference number: 3006705815-2024-00374. Related manufacturer reference number: 3006705815-2024-00377. Surgical intervention took place on (B)(6) 2023 wherein the entire system was explanted to address the issue.